Manufacturer narrative:
(B)(4).

Event description:
Lead management case to remove 2 leads for an ICD upgrade and under sensing of the ra lead. The physician used a tightrail sheath to remove both leads. After removal of the rv lead the physician attempted to insert an 11f safe sheath to reintroduce a wire for re-implantation. Significant blood loss from the subclavian vein was noted. No additional intervention was needed and the case was completed.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.